Event description:
It was reported that when the patient presented to the clinic, far r wave oversensing was observed on the device. Programming changes were made. There were no adverse health consequences, the patient was stable.